Event description:
Customer reported having a blood glucose level around 400 mg/dl earlier in the day of the call. During troubleshooting for high blood glucose levels, the insulin pump's alarm history showed that two no delivery alarms had recently been returned. Further troubleshooting showed that the insulin pump was currently functioning properly. Blood glucose level was 399 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.